Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (driveline, localized and pump pocket or pseudo pocket), cardiac arrhythmia, and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists hypovolemia and arrhythmia as potential late postimplant complications. This section of the IFU also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions regarding preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was experiencing fever, chills, cough, and worsening leukocytosis. There was a concern for sepsis or infection of unclear source. The patient was treated with broad spectrum antibiotics. Cultures were negative throughout the stay. A progress note from 14apr2021 stated that the patient had moderate right ventricular dysfunction requiring medication to be administered. The patient¿s fluid status was determined to be hypovolemic without diuresis. The patient was expected to be discharged to prior living arrangement after fever evaluation was complete. It was communicated that the patient¿s infection did not appear to be device-related and was resolved on 18apr2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 for increased temperatures, productive cough, headaches, and rising white blood count (wbc). Antibiotics started and cultures sent. The patient's covid-19 results were negative. While admitted to the hospital on (B)(6) 2021 the patient had 150 beat runs of ventricular tachycardia (vt) followed by about 15 seconds of ventricular fibrillation (vf). Implantable cardioverter-defibrillator (ICD) shocked patient once with return to regular paced rhythm which resolved same day. The reported infection started (B)(6) 2021 and resolved without sequelae with a stop date of (B)(6) 2021. Treatments included changes to medication and antibiotics. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. Additionally, a specific cause for the reported infection could not be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (driveline, localized and pump pocket or pseudo pocket) and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. This section of the IFU also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions regarding preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.